Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/27/2021. H.6. Investigation: bd received an unopened 18 gauge insyte autoguard blood control unit from lot 1090021 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed pieces of foreign matter (fm) embedded in the grip of the device. The fm appeared to be black specks in the grip. Since the pieces of fm were embedded it could not be removed for further testing but due to previous investigations and the location and appearance of the fm the engineer was able to determine that it was burnt resin from the molding process. Based off the visual inspection the engineer was able to verify the reported defect. Resin can build up on the manufacturing equipment over the course of a lot's production cycle. This excess resin can break off and become embedded into the mold.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced mold presence. The following information was provided by the initial reporter: it was reported that there was mold found on the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced mold presence. The following information was provided by the initial reporter: it was reported that there was mold found on the product.